Event description:
Covidien received info of the ventilators upper display was garbled and fragmented. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The cse updated the hardware on the backlight inverter pcb. The cse updated the software and the ventilator passed short self-tests, extended self-testing, calibrations, and performance verification testing. (B)(4).